Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. After the was placed, it was noted that the patient's intravenous line was disconnected and the patient did not receive heparin. At this time, the was assessed via transesophageal echocardiogram and a large thrombus was seen on the sheath. The catheter was aspirated and removed from the laa. Blood clots were found in the syringes. The patient was neurologically evaluated and no signs of stroke were present. The case was aborted and no wds was delivered or released. Following these events, the patient was stable.